Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device and review of the provided photos confirmed the reported breakage. The damage to the femoral component is consistent with low stress high cycle fatigue and no material or manufacturing defects were observed that could have contributed to fracture initiation and/or propagation. The need for corrective action is not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary device history lot : a worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required part/lot number was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (date of birth) and b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During revision the complete construct was revised and a competitor prosthesis (manufacturer "waldemar link") was implanted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively during a planned knee surgery because of patella-upgrade, the femoral component was found to be fractured. Patient came to hospital because of strong pain in right knee after she received a knee-tep change on (B)(6) 2015 in another hospital (helios-klinikum stralsund). Intervention retropatellar replacement was planned to take place on (B)(6) 2021; during this surgery a fracture of femoral component of prosthesis was obvious. Doi: unknown, dor: (B)(6) 2021.

Event description:
The records indicated that the patient underwent a primary tka on (B)(6) 2010 of unknown manufacturer. The patient continued to have pain requiring multiple revisions by unknown manufacturer. On (B)(6) 2015, the patient was revised again to depuy revision system for ongoing pain. On (B)(6) 2021, the patient was revised for pain and noted to have a fractured femoral component. Intraoperatively, the femoral bone was fractured requiring cabling. Scarring and osteolysis were found as well, however this can be attributed to the fractured femoral component.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.